Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier was not firing the clips properly. Clips were "backing up" onto each other. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m9201u. Three attempts have been made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm the portion of the event description with respect to the "clips were backing up into each other". Was the device feeding multiple clips at the same time? Was the device feeding the clips sideways into the jaws? Was the device dropping or ejecting the clips? Were the clips malformed? Were the clips scissored? Were the clips holding onto to tissue? Or were the clips falling off of tissue? The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; however, the anti-backup mechanism was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the anti-backup lever was found to be damaged; this condition caused the malfunction of the anti-backup mechanism. However, no conclusion could be reached as to what may have caused this damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.